Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6004190 in question was manufactured at the osted site. Threshold analysis: a query was run on 28-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6004190". The count of complaint is 1 which is below 3 so no further statistical trending analysis is required. Device history record (DHR) review: the lot 6004190 was manufactured according to work instruction (wi) [79] appendix 1 batchcard for production of packaging room on 15-nov-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no sample was provided. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2025, a patient reported regarding a severe hypoglycemic event that resulted in her hospitalization. The patient reported that her last recollection before the incident was seeing her blood glucose level at 50 mg/dl, and she acknowledged not having eaten prior to the event. Her condition deteriorated to the point where emergency medical services were dispatched to her location. Upon arrival, paramedics found the patient unconscious and administered intravenous (IV) glucose as treatment for her severe hypoglycemia. Her blood glucose level was measured at 36 mg/dl when emergency services arrived. The patient was subsequently admitted to hospital where she remained for less than 24 hours. No further information available.